Event description:
Case narrative: initial information received on (B)(6) 2021 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who experienced dvt while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Her concurrent condition included calf pain. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate, injection, (batch number, route, indication, frequency: unknown) on (B)(6) 2021, after the latency of two days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had ultrasound for some discomfort, and it was positive for dvt (deep vein thrombosis) (medically significant). Patient's physician ordered blood thinners for her and directed no synvisc injections for two weeks. Action taken: drug withdrawn. Corrective treatment: blood thinners for deep vein thrombosis. It was not reported if the patient received a corrective treatment for the event (discomfort/ calf pain). Outcome: unknown for deep vein thrombosis.

Event description:
Case narrative: initial information received on (B)(6) 2021 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who experienced dvt while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Her concurrent condition included calf pain. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate, injection, (batch number, route, indication, frequency: unknown) on (B)(6) 2021, after the latency of two days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had ultrasound for some discomfort, and it was positive for dvt (deep vein thrombosis) (medically significant). Patient's physician ordered blood thinners for her and directed no synvisc injections for two weeks. Action taken: drug withdrawn. Corrective treatment: blood thinners for deep vein thrombosis. It was not reported if the patient received a corrective treatment for the event (discomfort/ calf pain). Outcome: unknown for deep vein thrombosis.

Event description:
Dvt [dvt] ([calf pain]) case narrative: initial information received on 29-oct-2021 from united states regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who experienced dvt while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Her concurrent condition included calf pain. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate, injection, (batch number, route, indication, frequency: unkown) on (B)(6) 2021, after the latency of two days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had ultrasound for some discomfort, and it was positive for dvt (deep vein thrombosis) (medically significant). Patient's physician ordered blood thinners for her and directed no synvisc injections for two weeks. Action taken: drug withdrawn. Corrective treatment: blood thinners for deep vein thrombosis. It was not reported if the patient received a corrective treatment for the event (discomfort/ calf pain). Outcome: unknown for deep vein thrombosis. Additional information was received on 27-jul-2022 from the other healthcare professional. Collecting organization updated. Text amended accordingly. Local comments: downgrade.

Event description:
Dvt [dvt] ([calf pain]) case narrative: initial information received on 29-oct-2021 from united states regarding an unsolicited valid serious case received from a physician. This case involves a 58-year-old female patient who experienced dvt (deep vein thrombosis) while being treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Her concurrent condition included calf pain. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate, injection, (strength: 16mg/2ml, batch number, expiry date, route, indication, dose, frequency: unkown). Information on batch number was requested. On (B)(6) 2021, after the latency of two days of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had ultrasound for some discomfort, and it was positive for dvt (deep vein thrombosis) (medically significant). Patient's physician ordered blood thinners for her and directed no synvisc injections for two weeks. Action taken: drug withdrawn. Corrective treatment: blood thinners for deep vein thrombosis. It was not reported if the patient received a corrective treatment for the event (discomfort/ calf pain). Outcome: unknown for deep vein thrombosis. A product technical complaint (ptc) was initiated on 29-oct-2021 for synvisc (batch number: unknown) with global ptc number 100335679. The sample status of the ptc was not available and the ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation (tj 16jun2023) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 20-jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 27-jul-2022 from the other healthcare professional. Collecting organization updated. Text amended accordingly. Additional information was received on 29-oct-2021 from other healthcare professional (quality department). Ptc number along with strength were added. Text amended accordingly. Additional information was received on 20-jun-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.